Manufacturer narrative:
The staff at hospital discarded the steris 20 container involved in the incident, and thus an eval of it by steris was not possible. Steris inspected retained product from the lot of sterilant involved in this incident (lot 2467c10066, expiration date 4/24/07) and found all of the product to be in good condition, and the powders in the sterilant containers were soft. No other complaints of this nature have been rec'd in the last 12 months, representing an estimated 13 million processing cycles. The steris 20 sterilant cup is designed and manufactured to prevent user contact with the active ingredient, peracetic acid. Steris 20 labeling includes handling precautions to mitigate user contact with peracetic acid. Steris has in-serviced the customer regarding the safe and proper use and handling of the steris 20 sterilant.

Event description:
Steris rec'd a complaint from hospital on january 16, 2007, relating to burns to the left hand and abdomen of a hospital employee reportedly exposed to steris 20 sterilant. The employee was preparing to place a steris 20 sterilant container into a system 1 processor, when she squeezed the cup to break up and loosen the powder within the container. According to the employee's account, the seal on the top of the container broke open spilling liquid on her left hand and abdomen. The employee applied water to the contacted areas and then rec'd saline treatment and pain medication at the facility. The employee was diagnosed with second degree burns and instructed to apply silvadene ointment and sterile dressings twice a day. Upon a follow up visit to the attending physician at the hospital, the employee was cleared for return to work.